Event description:
The gastrointestinal videoscope was returned to the service center with a report of there is a leak on button number one. This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was identified, in which white residue was found in air/water cylinder and channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the white residue in the air/water cylinder and channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.